Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted damage is consistent with unintended user error and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the (B)(6) hospital's central sterile department that a lot of femoral trials were cracked. These have visible cracks on top of the box on the back of each femoral trial. These items were all in one piece. A patella clamp was also reported to be not easily get locked. The red sliding switch could not be easily locked and unlocked. Each item is returning. No one was injured due to the cracks. This did not delay the surgery.